Event description:
It was reported through and implant card that a vns patient underwent generator and lead replacement surgery due to a lead discontinuity. The explanted lead was returned to the manufacturer and is currently undergoing analysis. (B)(4) attempts to obtain further information from the referring physician have been unsuccessful to date.

Event description:
It was reported that the lead was replaced after an "accidental rupture".

Event description:
Analysis of the returned lead indicated that other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
If was found that the implant date was initially reported incorrectly.